Manufacturer narrative:
After investigation, the complaint for the inability to remove the needle from the cannula body was confirmed. The device history record was reviewed; no abnormalities were documented during the manufacture of this product. Medtronic and its supplier have initiated a formal investigation into the root cause of the issue. Corrective actions are being implemented to prevent recurrence. (B)(4).

Manufacturer narrative:
Product analysis: visual inspection shows an obstruction in the female luer of this cannula, and performance analysis confirmed the cannula is not considered functional. Conclusion: after analysis of the product, the reason for return was confirmed. The investigation is in progress. When medtronic's investigation is completed, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information indicating that during the case, the customer inserted this 21012 cannula into the patient's aorta and was unable to separate the needle from the cannula. There were no adverse patient effects as a result of this issue.